Event description:
The customer indicated that a pt received a burn to interior edge of the incision. The burn required excision and occurred from sparking at the junction of the pencil to electrode connection.